Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted implantable neurostimulator 97715 intellis adaptivestim pain and two lead 977a260 5 mm compact 1x8 magnetic resonance imaging (MRI) devices experienced a fall on the left side, which is the location of the battery. Following the fall, the patient reported soreness at the battery site, difficulty charging the battery, return of pain, and insufficient relief from the stimulator. The patient stopped charging the battery due to soreness. Prior to the fall, the patient had been experiencing approximately 95% pain relief with stimulator usage. At the time of evaluation, the patient programmer and neurostimulator were not charged. Updated imaging, impedance check, and x-ray review were planned to assess the situation. The patient was instructed to charge the programmer and battery prior to the next appointment. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.